Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was extremely high. The customer was hospitalized on (B)(6) 2016 due to critically low potassium levels. The customer treated his blood glucose level with manual injections. Customer's blood glucose level was around 100 mg/dl. The customer was in the hospital for 4 weeks. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed motor error. The customer was able to rewind the insulin pump. The insulin delivery failed 5 times in the last 2 months. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.